Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that doctor has inserted PICC and connector issue happens. PICC proximal end is not able connect with connector and she has managed by covering goause piece. Patient status/ intervention: PICC is used and at the end connector issue happens and clinician has managed by gause piece.

Event description:
It was reported that doctor has inserted PICC and connector issue happens. PICC proximal end is not able connect with connector and she has managed by covering gaus piece. Patient status/intervention: PICC is used and at the end connector issue happens and clinician has managed by gause piece.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to pass a catheter through a distal groshong nxt connector piece is inconclusive due to the state of the returned sample. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector was found to be returned assembled. A microscopic observation revealed the compression sleeve within the distal connector was advanced. The distal connector piece was dissected, and no major damage or defects were observed within the bore of the distal connector piece. Because the connector was returned already assembled with the compression sleeve within the distal connector piece already advanced, which would prevent passage of a catheter through the distal connector piece, it was not possible to confirm the reported event. Possible contributing factors of difficulty passing a catheter through a distal connector piece include premature activation of the internal compression sleeve, damaged catheter, and mechanical interference; however, these possible causes could not be confirmed from the sample returned for evaluation.